Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was at home when she received a couple of shocks. She presented to the clinic with the device in reset mode and no defib therapy available. The device was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The source of the reset was a por which occurred during delivery of a high voltage shock. During tests, the device charged and delivered an open-load shock without incident. No ocd event occurred. Ate test results were normal. It is suspected that a short circuit between the rv coil and the ICD can caused the reported failed therapy and subsequent por.